Manufacturer narrative:
Serial number not provided. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported the site is experiencing 2018 adt reboot issues. The device was in use at the time of the event. There was no reported patient impact.